Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged chronic catheter was confirmed; however, the cause was undetermined. The product returned for evaluation was three photographs depicting a portion of powerline catheter. Each photograph depicted the molded joint and luer hub region of the device. Usage residues appeared abundant on the visible region of the sample. A split was evident in the red-luered lumen extension tubing at the junction of the tubing and the luer hub. A syringe was attached to the red luer hub and infusate appeared to be leaking from the split in one of the photographs. The spilt edge appeared to be irregular. While catheter damage and leaking infusate were evident in the submitted photographs, inspection of the supplied evidence was insufficient to determine the root cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. A lot history review (lhr) of reyg1797 showed no other similar product complaint(s) from this lot number.

Event description:
Health professional reported that the red hub and tubing of a powerline catheter disconnected. On (B)(6) 2016 - engineer's evaluation of the provided photo sample confirms this event as an external leak.